Event description:
The patient reported charging and communication issues between the implant and the external equipment after having an MRI. The problem was not confirmed. The device labeling states that exposure to MRI may cause permanent damage to the implant. The patient's system was explanted.